Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The handle was intact. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a calcified aorta. A non-medtronic 18 french introducer sheath was used prior to the insertion of the delivery catheter system (dcs). The dcs crossed the native valve and during deployment, the valve began to spread high. During the recapture, the physician felt a resistance as the valve failed to recapture completely. The valve protection cap did not completely cover the valve, and upon inspection there was damage noted. The dcs was removed from the patient and the valve was attempted to be retrieved from the dcs. It was reported that the dcs tore. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the delivery catheter system (dcs) tore at the proximal end of the capsule. The anatomy was tortuous in the iliac junction, femoral, aortic arch and around the native valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record on the delivery catheter system (dcs) batch was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured due to high position. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the anatomy was tortuous in the iliac junction, femoral, aortic arch and around the native valve. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that during recapture, the physician felt a resistance as the valve failed to recapture completely and upon ins pection there was damage noted. It was reported that the delivery catheter system (dcs) tore at the proximal end of the capsule. The device was returned for analysis. The valve was received loaded in the capsule of the dcs. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination occurs due to tracking/positioning in the patient anatomy. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case it was noted that the anatomy was tortuous in the iliac junction, femoral, aortic arch and around the native valve. Based on the investigation completed there is no evidence that the product failed to meet specification and these events are most likely not related to a fault condition of the device. It is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. If information is provided in the future, a supplemental report will be issued.